Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device sought medical assistance post pre-syncopal episodes. The patient was hospitalized pending data review and resolution. An interrogation was able to confirm no issues or evidence of a device diagnostic issue as all integrity checks appeared normal. All automatic checks were disabled and a full download performed and sent to technical services (ts) for further review. There was evidence of pacing absence via the holter monitor the patient had also been wearing at the time of the event. The field representative was unable to recreate noise or out of range measurement during testing. The documented pauses were created when patient was lying down on their left side. The ts review was only indicative of low r-waves within the daily measurements; with an increase in frequency, most recently. The measurements were below the agc setting. Ts concluded the small amplitudes and intermittent pacing inhibition were strong indicators of rv oversensing and stated the fixed settings were more appropriate and align with product labeling for pacer dependent patients. Continued monitoring was recommended to ensure programming changes were satisfactory.

Event description:
Subsequently, a revision procedure took place and the non boston scientific right ventricular (rv) lead was surgically abandoned and replaced. The associated bsc device programming, remained unchanged. Although root cause was not conclusively identified, the rv lead was electively replaced as a first attempt to resolve this finding. No adverse patient effects were reported during the revision nor post rv lead implant. The device remains implanted and in service.